Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was experiencing issues with her boluses not being delivered. Customer¿s blood glucose value was unknown. Customer stated that there was a damage to the reservoir ring, and customer had a reservoirs were the wrong size. Customer stated that he reservoir was able to lock into the place. Customer was advice to replace the insulin pump. Customer was advice to discontinue use of the pump and revert to backup plan per health care professional. The device will return for the analysis.

Manufacturer narrative:
Pump was received with a partially broken retainer, missing reservoir tube o-ring and broken reservoir tube lip. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to perform the displacement test, displacement accuracy test and occlusion test due to partially broken retainer, missing reservoir tube o-ring and broken reservoir tube lip. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. Activated and then deactivated the suspend feature. The "delivery suspended successful" and "delivery resumed successful" notifications displayed properly. Pump was monitored and no unexpected resume anomaly was noted during the testing.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.